Manufacturer narrative:
(B)(6) 2021. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the reaction consisted of redness, irritation and inflammation underneath the sensor patch adhesive. On (B)(6) 2021, the patient consulted a physician who prescribed oral cephalexin for the area. There was no documentation of additional medical intervention. No additional patient or event information is available.